Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, annex g, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: broken filter. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the report of broken is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
17may2017, per a report from computed tomography; "exam notes: ¿ivc filter that is broken and has torn vessels...". ¿ivc filter is grossly unchanged in position.¿ 22apr2022, per a report from computed tomography; ¿please note that strut #2, at the 3 o¿clock position, projects outside of the lumen of the ivc and extends into the left lateral wall of the aorta. Impression: for ivc filter struts which project 3 mm or greater beyond the outer lumen of the ivc.¿

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: torn vena cava (vc), two year life expectancy, difficult to receive appropriate medical care, cancelled routine procedures, fear, anxiety and anger, physical limitations, hypertension, stress, frustration, worry, unable to engage in sexual activity, depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported torn vena cava (vc), two year life expectancy, difficult to receive appropriate medical care, cancelled routine procedures, fear, anxiety and anger, physical limitations, hypertension, stress, frustration, worry, unable to engage in sexual activity, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls (B)(4). No evidence suggests that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient further alleges torn vena cava, two year life expectancy, difficult to receive appropriate medical care, cancelled routine procedures, fear, anxiety and anger, physical limitations, hypertension, stress, frustration, worry, unable to engage in sexual activity, depression,

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation, migration, tilt, abdominal aorta perforation,dvt, device is unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported peripheral vein thrombosis and reported anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
The plaintiff alleges anxiety.

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01824. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2010 via the left common femoral vein due to hypocoagulability and deep vein thrombosis. Patient experiences vena cava perforation. Patient is alleging device migration and tilt, abdominal aorta perforation and post implant dvt. Patient alleges that the device is unable to be retrieved. Additional information provided determined that this device was manufactured by cook inc.